Manufacturer narrative:
A lead replacement procedure was planned for a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information received indicates this lead was capped and surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial pacing lead exhibited varying pacing impedance measurements, including high out of range measurements. Noise was also observed that was oversensed and resulted in inappropriate atrial tachycardia response (atr) episodes. No adverse patient effects were reported.